Event description:
Livanova deutschland received a report that a heater-cooler system 3t had an issue with flow; currently unknown which side (patient or cardioplegia) was affected.the issue occurred during procedure.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in torrance, california. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: according to follow up with the customer, there was no flow (intermittent issue) on the cardioplegia side. However this could not be confirmed since livanova did not inspect the device as the customer has no plan to repair the device. A device service history review was performed and highlighted that the unit was installed in 2013 and no similar events have occurred since. Taking into account the manufacturing date of the system and considering the results of a similar complaints database analysis, the root cause of the reported event is a faulty cardioplegia pump motor, which probably worn out/corroded/degraded over time due to environmental conditions the pump was working in, as high temperature, condensation and humidity, with the contribution of disinfectant actions. Based on the information that the issue affected the cardioplegia side issue, the event has been reassessed as not reportable. Cardioplegia pump malfunction is not likely to result is death or serious injury since cardioplegia solution is delivered in small volumes and at regular intervals allowing the user to perform cooling/heating through alternative methods (i.e. Ice for cooling) or to use another circuit of the device. Thus, temperature management on cardioplegia side is not critical and the reported event is re-assessed as not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.